Manufacturer narrative:
This report is filed on march 22, 2019.

Manufacturer narrative:
This report is submitted on november 06, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, it was reported that the patient experienced poor performance with device use; however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.